Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure stent damage occurred. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous proximal left circumflex artery. The physician had difficulty crossing the lesion and stent damage was discovered. The physician completed the procedure with a non bsc device. There were no reported complications and the patient condition is listed as good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).